Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to remove the lead from the header was confirmed in the laboratory. Visual inspection noted that the atrial set screw was stripped. The device was tested on the bench and the set screw could not be loosed using a torque driver. The cause of the stripped set screw could not be determined.

Event description:
It was reported that during device replacement for eri, the ra lead was stuck in the header despite the use of removal tools. The lead was cut and capped.